Event description:
It was reported that the right ventricular lead has had slowly decreasing impedance over time. The lead is still in use. The lead will be monitored for any further changes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - impedance/resistance decrease: ventricular lead impedance steadily dropping from approximately 900 ohms (min) to approximately 500 ohms (min).